Event description:
It was reported that on (B)(6) 2023, a 21mm epic supra aortic valve was implanted. In (B)(6) 2025, the patient experienced severe patient-prosthesis mismatch. On (B)(6) 2025, the epic valve was explanted. Upon explant, "while the valve itself likely had no issues related to the implant technique, upon examination of the explanted valve, a thrombus (or pannus?) Was observed attached to the nadir of the valve cusp." The thrombus was not observed through imaging diagnostics. No tear was observed with the leaflets nor the suture cuff. No sharp instruments were in contact with the valve during explant. A new 21mm non-abbott valve was successfully implanted as the replacement. The patient was reported to be in stable condition. Of note, the patient was prescribed warfarin post-replacement for three months then discontinued per standard guidelines.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of thrombus was reported. Information from the field indicated that upon explant, a thrombus (or pannus?) Was observed attached to the nadir of the valve cusp." The device was returned to abbott for investigation, where biological material was found throughout the valve, limiting cusp mobility. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of thrombus formation could not be conclusively determined. The reported surgical intervention was results of case specific circumstances as valve explanted surgically.

Manufacturer narrative:
An event of thrombus was reported. Information from the field indicated that upon explant, a thrombus (or pannus?) Was observed attached to the nadir of the valve cusp." The device was returned to abbott for investigation, where biological material was found throughout the valve, limiting cusp mobility, which on histopathological examination was consistent with organizing fibrin thrombus with calcifications within it. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of thrombus formation could not be conclusively determined. The reported surgical intervention was results of case specific circumstances as valve explanted surgically.